Manufacturer narrative:
It was reported that the left front leg of the walker "broke off" as the patient was walking to the bathroom. The patient was brought to a local hospital emergency department (ed) by paramedics where he received an x-ray of the chest, a CT scan of the brain, a CT scan of the chest with contrast, a CT scan of the abdomen and pelvis with contrast, a bilateral carotid duplex study, and an ultrasound of the lower extremities. The facility reported that the patient was diagnosed with "multiple rib fractures" but no other imaging results were reported. The patient was reportedly admitted to the hospital from the ed and has experienced "worsening pleural effusion" and difficulty with inspiration. No sample was returned to the manufacturer for evaluation. A root cause could not be determined due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the left front leg of the walker "broke off" as the patient was walking to the bathroom. The patient experienced a fall and "multiple rib fractures."